Manufacturer narrative:
The investigation is on-going. The user facility will be contacted to obtain additional information. A follow up will be submitted upon receipt of additional information.

Event description:
It was reported that post procedure- gastric sleeve operation. Patient presented with an abdominal burn wound post-operative. This lesion was caused by the heated lens. The same lightcable and lens were connected a day afterwards to test and it was extremely hot.